Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The implantable cardioverter defibrillator (ICD) detected ventricular tachycardia (vt)/ventricular fibrillation (vf) and delivered anti-tachycardia pacing during charge. The arrhythmia broke but, because of premature ventricular contraction's (pvc), the shock was delivered anyway. The shock put the patient back into vf and required more shocks to successfully terminate. An adjustment was made to increase the shock energy and the device remains in use. No further patient complications have been reported as a result of this event.